Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and one similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
A malfunction has been observed in several renal biopsy guns: it is impossible to collect tissue fragments. The malfunction is random, sometimes during the first shot, sometimes during the second and subsequent shots. In this case, the gun does not return any tissue core samples. No reported injury.